Event description:
A pt reported that the meter would not turn on. This issue was not resolved with troubleshooting. Pt did not have any symptoms. Pt went to see the dr due to the meter not turning on. Pt was not given any medical treatment. No further info has been reported.